Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was unknown. Customer was treated with glucagon shot. Customer had got 3 to 4 motor errors that year and had to re prime to clear. Customer declined troubleshooting for low blood glucose. The device will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7020-snsr.